Manufacturer narrative:
Product analysis: only one small portion of the implant returned for analysis. Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload.

Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 9393608 and 510k# k094025 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the cage broke. Patient complications were reported unknown. No further information was reported.